Event description:
It was reported that control-iq maintained basal insulin delivery due to inaccurate sensor glucose values, and customer experienced high blood glucose with ketones that led to an emergency room visit and hospitalization from 29 april 2026 to 30 april 2026, where blood glucose reached 20.5 mmol/l. There was no adverse impact to the customer¿s blood glucose level. Customer received intravenous saline and insulin, which resolved the issue, and healthcare providers reported no permanent damage or injury, while technical support explained that automated insulin adjustments depended on accurate sensor data and contacted the sensor manufacturer about the reported inaccuracy.